Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2008. After the procedure, the patient developed a hematoma. The patient had persistent urinary leakage at the first follow up visit. Repeat urodynamics confirmed recurrent urinary stress incontinence. The patient underwent an excision of the sling, insertion of an different type of sling, and an anterior pelvic floor repair procedure in 2009. The surgeon opines that the failure of the initial sling device to remain in the correct position may be due to the fact that the patient developed the hematoma.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.